Event description:
It was reported that during a remote monitoring transmission, there was noise noted on the ventricular lead. Follow-up information provided that the patient was brought into the clinic however; the noise could not be reproduced when isometric testing was performed. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.